Event description:
It was reported that after 2 to 3 hours of placement, urine was not flowing into the bag as the drainage lumen was clogged. It was not possible to perform catheterization.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 to 3 hours after placement, urine was not flowing into the bag as the drainage lumen was clogged. It was not possible to perform catheterization.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. No actions can be taken at this time since a root cause was not identified. CAPA 11881143 was initiated to address the reported event. Received (8) photo samples. The first photo sample shows an overview of the catheter and drainage bag. The second photo shows the overview of the catheter balloon. The third photo shows the overview the zooms in of the blockage in the funnel. The fourth photo sample shows the catheter with deflated balloon. The fifth photo shows the sample port connector. The sixth photo shows the inflation valve cap. The seventh photo shows the date code. The eight photo shows a paper with foreign writing. DHR was not required as the CAPA 11881143 is applicable for this product lot number. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 to 3 hours after placement, urine was not flowing into the bag as the drainage lumen was clogged. It was not possible to perform catheterization.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: f, h investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.